Event description:
It was reported that during a da vinci ureteral reimplantation procedure, the potts scissors instrument became stuck in the sterile adapter accessory, and the surgeon was unable to remove the instrument. As a result the surgical staff removed the instrument and trocar concurrently from the patient. The planned surgical procedure was completed with approximately a 35 minute delay. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument and sterile adapter accessory were returned and evaluated. Per the customer reported complaint, engineering installed and removed the instrument on the sterile adapter accessory multiple times on a system. No difficulties were experienced when removing the instrument with the wrist straightened and the blades open before removal. The instrument moved intuitively with full range of motion. Engineering concluded that the instrument wrist was most likely articulated when the blades were closed, causing the instrument to be difficult to remove due to high torque on the input discs and high cable tension. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings always straighten the instrument wrist under endoscopic visualization prior to removal of the instrument through the cannula.